Manufacturer narrative:
The events of capsular contracture, infection and extrusion are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reporting capsular contracture baker grade iii,infection and extrusion.

Event description:
Healthcare professional reported a left side deflation and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on the anterior side assessed, as surgical damage like. Infection(unknown onset): unable to observe, since it is a medical event. And is not related to the device. Extrusion: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: white particles observed, on the fill channel.

Event description:
Healthcare professional reported, a left side deflation and pain. Healthcare professional, later reporting, capsular contracture, baker grade iii. Infection and extrusion. Device has been explanted.